Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 26sep2018 to the present date 07dec2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure q6 (B)(4) for medley - err 120-4490 which does not correlate to the customer reported issue.

Event description:
The customer sent the unit sent in to verify internal and external serial number. No patient involvement.